Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, oversensing, and inappropriate atrial tachy response (atr) episodes. All lead diagnostics were stable at that time and it was noted to have been likely due to myopotential noise. The physician chose to continue to monitor the patient. Additional information was received which noted that the noise had been ongoing and the sensitivity had been reprogrammed. A surgical revision was performed approximately six years later and the lead was surgically abandoned and replaced due to the noise and oversensing. The lead had not been tested at the revision; however, prior to the procedure, pocket manipulation had been performed without reproducing the noise. No additional adverse patient effects were reported.